Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of dilaudid at 1.4 mg/day via an implantable pump for spinal pain. It was reported that the patient overdosed on oral pain medications earlier in 2016. The patient presented to the emergency room (ER) on (B)(6) 2016 after an unwitnessed fall occurring shortly prior to arrival. Nursing home staff found the patient laying on the ground next to her bed. The estimated time of the fall was 23:30 on (B)(6) 2016. Patient was said to be initially verbal and acting normal, but then began having decreased consciousness. Patient was nonverbal and confused en route to the ER. It was later reported that the nursing home nurse found vials of valium, norco, and percocet hidden in the patient's belongings. It was stated that the first two neuro checks were normal after the fall and then 15 minutes later she began to have decreased consciousness and confusion. Upon physical examination, the patient appeared well-developed and well-nourished. Her head was normocephalic and atraumatic. The oropharynx was clear and moist. Conjunctivae and extraocular movement were normal. The pupils were equal, round, and reactive to light. The patient's neck had normal range of motion, was supple, and there was no tracheal deviation present. The patient had a normal heart rate with regular rhythm and normal heart sounds. No murmur was heard. The patient's breathing effort was normal and breath sounded normal. No respiratory distress was noted. The abdomen was soft and bowel sounds were normal. She exhibited no distension and no tenderness. There was normal range of motion and no tenderness. The patient was noted to be nonverbal. The patient's eyes were open and responded to threat by blinking to threats. Left sided facial droop was noted. The right hand was squeezed. The patient would not follow commands. It was later reported at 3:20 am on (B)(6) 2016 that the patient was resting comfortably, was more alert, with no evidence of stroke and was medically stable for discharge. It was later reported that the healthcare provider (hcp) was no longer prescribing medication and the pump was to be removed on (B)(6) 2016. If additional information is received, a supplemental report will be submitted. The patient's medical history included hypertension, back ache, radicular pain, anxiety, depressive disorder, other and unspecified angina pectoris, gastroesophageal reflux disease, pure hypercholesterolemia, back surgery, and foot surgery. The patient's concomitant medications included norco 7.5-325 mg, ambien 5 mg, valium 5 mg, naprosyn 500 mg, antivert 25 mg, flomax 0.4 mg, lioresal 10 mg, neurontin 600 mg, diflucan 150 mg, lac-hydrin 12%, aspirin 81 mg, miralax, zocor 20 mg, prilosec 20 mg, coreg 6.25 mg, zyrtec 10 mg, nitrostat 0.4 mg, zofran 4 mg, paxil 20 mg, and carafate 1 gm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.